Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed non-malignant pain and chronic low back pain. It was reported that the healthcare provider (hcp) asked to have the pump on minimum rate because the patient was in the intensive care unit (ICU). It was unknown what led to the event. No surgical intervention occurred, however it was unknown if any surgical intervention was planned. The drug information, other medications, pertinent medical history, the reason the patient was in the ICU, symptoms, diagnostics, actions/interventions, and outcome were not reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.